Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. It is reported that was a hemorrhage type of stroke which caused the bleeding in the brain. They have done the craniotomy the following morning but subsequently the patient expired. It was noted that heparin was used in the purge stream. There is no evidence that relates the use of heparin has caused the stroke. Hence, the root cause of the stroke is patient condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. The investigation was made with only clinical details furnished by the medical center. The root cause was patient condition. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the impella 5.5 pump was triggering persistent positioning alarms during patient support. The alarm was subsequently disabled after correct positioning was verified via echocardiogram. After three to four days of support, it was documented that the patient experienced a brain bleed. A craniotomy was performed following discovery of the brain bleed. A definitive cause for the brain bleed could not be determined. Support with the pump continued until discussions with the patient's family and patient was allowed to expire.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03685 was provided.